Event description:
The surgeon inserted a -27.5 se/3.5 diopter, aa4203tf toric silicone lens. The cartridge tore the lens during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The reporter stated that the cartridge was the cause of the lens tearing. This is the second of two lenses for the same pt. Please reference 2023826-2005-01240.